Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20492 the patient received two occipital leads (off label). It is unknown which lead is involved in allegation. Therefore, all the suspected devices are being reported. It was reported the patient experienced loss of stimulation on the right side. System diagnostics determined high impedances on the right side lead. A sjm representative tried reprogramming to no avail as only left side stimulation occurred. Surgical intervention will be taken at a later date to explant the scs system due to the patient needing an MRI.